Manufacturer narrative:
Evaluation: the investigation into this event has not been completed. We are still waiting for the event details from the user facility and the investigation of the returned unit. Upon completed investigation, a follow-up report will be submittted.